Event description:
It was reported that during the spaceoar vue placement procedure, when the product was opened to be used, the physician noted there was a clear part of the syringe was cloudy. The device was not used in the patient. The procedure outcome and patient outcome are unknown.

Manufacturer narrative:
Block h6: imdrf device code a18104 captures the reportable event of contamination withing device.